Manufacturer narrative:
Investigation: DHR, quality notifications, maintenance records were performed for concerned batches and mixed batch numbers. No records were found that were potentially related to the reported failure. In the assessment of the photo provided by the client it was possible to observe mixed material but due to the current controls to detect the incident that are performed through inspections and line cleaning at the end of each batch could not determine the root cause of the incident. The respective lots were produced in different months according to the movements they left the factory premises on different dates as well. Production processes are validated against the defined acceptance criteria. This way it is not possible to confirm that the defect would be related to the bd process.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing mixed product before use. The following has been provided by the initial reporter: I inform you that they came from the sealed box storeroom 700 needles 30 x7 without device and 300 needles 30 x 8 without device, but in a box labeled 40 x12 without device. Remembering that we do not use needleless needles in our institution (only 40 x 12) and it was not purchased, what happened was a quality deviation on the part of the manufacturer at the time of "packaging".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ precisionglide¿ needle has been found containing mixed product before use. The following has been provided by the initial reporter: I inform you that they came from the sealed box storeroom 700 needles 30 x7 without device and 300 needles 30 x 8 without device, but in a box labeled 40 x12 without device. Remembering that we do not use needleless needles in our institution (only 40 x 12) and it was not purchased, what happened was a quality deviation on the part of the manufacturer at the time of "packaging".